Manufacturer narrative:
Continuation of d10: product ID 8835, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the hcp manually flipped the pump and was able to do the fill. The pain pump had been working wonderfully since it was manually flipped and the patient had been wearing an abdominal binder. No surgery was needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that on (B)(6) 2020, the patient was in the office for a pump fill. The pump was difficult to access and was found to be flipped. The doctor was in the office and was unable to access the pump. An abdominal binder was prescribed by the physician and advised to wear all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 3mg/ml at 0.6008mg/day and dilaudid 15mg/ml at 3.004 mg/day via an implantable pump. The patient reported that their pump had been flipping back and forth for some time now. The patient confirmed ¿about (B)(6) 2020¿. The patient stated since that time she hasn¿t been able to connect to the pump to bolus. The patient stated she has not been having stabbing pains in her side and her pain her back has increased since about (B)(6) 2020 because she has not been able to bolus so they had been using ice for the pain and living in misery. The patient went to the clinic to get her pump fill yesterday. The pa (physician assistant) was able to connect to the pump when the patient was standing up. The patient laid down and when they went to fill the pump, they inserted the needle, but the needle wouldn¿t go in. The patient was told they were hitting the back of the pump with the needle. Per the patient, they were able to manually flip the pump and do the fill.